Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, for two days the customer would administer insulin with the insulin pump and his blood glucose would continue to rise. Customer changed the reservoir, bolused, and issues persisted. The last two reservoirs the insulin pump alarmed no delivery. He eventually treated with manual injection and his blood glucose started to lower. Customer's blood glucose was 400 mg/dl. Troubleshooting was not performed as customer resolved the issues by doing a complete set change. Customer believes the issue is with the reservoir. Customer is not returning the insulin pump for further analysis.